Event description:
It was reported that the pulse exhibited backup vvi operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - unknown. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the radiopaque identifier was in an improper location. There was no adhesive epoxy observed in the identifier slot. The identifier could cause a short between two signals and reverted the device into backup vvi mode.